Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The referenced device was returned to the service center for evaluation. The evaluation found the glue at the distal end cover was peeling off. Additionally, the evaluation confirmed the balloon channel leak. There was a cracked adhesive on the bending section, a leak from instrument channel, the elevator channel plug was loose and play from the control knob. The scope was repaired and returned to the customer. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The legal manufacturer determined that the reported malfunction occurred when external force was exerted by rubbing or striking the area strongly during transportation, storage, use, cleaning, etc. This event can be prevented by observing the items listed in the instruction manual. Therefore, it is likely that this event was caused by the user's handling. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: olympus will continue to monitor complaints for this device. Warning do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results.

Event description:
The biomedical engineer at the user facility reported that the evis exera ii ultrasound gastro-video endoscope was had a balloon channel leak. No patient injury or harm was reported. The device was inspected prior to use. The video piece was noted to be wobbly/loose. The procedure was completed with the same scope. It is unknown if there were any visible damage to the distal end prior to reprocessing.